Event description:
Reportedly, on (B)(6) 2026, it is impossible to leave the egm screen. P1+p2 was necessary.

Manufacturer narrative:
Review of the provided video confirmed the reported behavior, the screen is frozen and the user cannot navigate through the interface or to leave the session. This event is caused by a software issue. The gui thread is stuck in the reply programmer and cause the screen freeze. This case is retained and utilized for trend purposes.